Event description:
It was reported that on (B)(6) 2025 prior to the selenia dimensions 3d mammography system patient exam, the c-arm of the device was unresponsive. It was reported that just as the patient was positioned and the c-arm was angled, the c-arm went all the way down on the floor. It was reported that the patient was not on the unit when it went down on its own. No patient or user impact was reported. A hologic field service engineer (fse) was dispatched to examine the device and discovered that the left control assembly switch was faulty. The fse determined that a replacement of the foot switch was needed. The fse completed the replacement of the foot switch and performed extensive operational testing and confirmed no additional problems persisted. No further information is currently available.